Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during a pre-discharge check up. Rv lead dislodgement was subsequently identified. The physician brought the patient back to the lab and repositioned the lead. The rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.